Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, an error 5 was displayed and the blade was broken off at the system check. The system check was performed in closing the clamp arm. As the blade was broken off outside the patient, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of the device. Instructions for use advise: for pre-run testing (system check) place the generator in ready mode by depressing the standby button. Hold the instrument in the air (if coagulating shears are used, open the clamp arm) and depress the min or max power level on the foot switch or hand switching adaptor. "Test in progress" will appear on the graphic display and a rapid two-tone pulse will sound while the test is occurring. During this five-second period, a system check is being performed.